Event description:
Glass/plastic portion of distal tip loosened from tip and was noted in the knee as seen on tv monitor by surgeon. This was suctioned into specimen catcher and retrieved by circulating nurse.